Event description:
It was reported by the patient's mother that post a coronary drug eluting stenting treatment procedure, muscle, joint, and jaw pain; face and hands swelling; and hives in the groin area occurred. Consumer's mother reported the patient is having difficulty with muscle pain, joint and jaw pain which "started about 3 weeks ago." The symptoms started with "face and hands swelling" and "hives in the groin area" which resulted in an emergency room visit. The patient was placed on steroids at that time. The reporter states the steroids masked the symptoms and the symptoms have increased since the steroids were completed. The patient is currently seeing a rheumatologist for evaluation of the symptoms. Upon follow-up with the physician, it was reported that the patient has "zero negative inflammatory polyarthritis migratory arthritis (undetermined etiology)", which he can not exclude the drug on the stent as a cause/contributor. The patient did have an allergic reaction (welts) to the plavix and was placed on ticlid. The arthritis is unrelated to the plavix allergy.

Manufacturer narrative:
The cause of the difficulties stated in the complaint could not be determined. The delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.